Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a loss of prime issue. No additional information was provided and troubleshooting was unable to be completed. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device was returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the complaint could not be duplicated with investigation. Review of the black box data revealed one related loss of prime alarm; data related to the complaint date was overwritten due to continued pump use. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The force sensor calibration was found to be within specification. No damage or defect was observed on the force sensor circuit or other internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).